Event description:
Device 1 of 3. Ref MFR reports #: 1627487-2011-05277, 1627487-2011-05278. The pt was originally implanted with 2 percutaneous leads (from the same lot). On (B)(6) 2009, the pt received 2 leads extensions (from different lots). It was reported that when the pt sits down her back pain intensifies and the stimulation does not control the pain adequately. She no longer feels stimulation on the left side of her back. The pt is scheduled to meet with her doctor to discuss the issue. No add'l info available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.